Event description:
A power source alert 01 was reported by the caller. Blood glucose level did not exceed 500 mg/dl, indicating it was within the normal range. Customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging, with a follow-up planned by the technical support team.